Manufacturer narrative:
Date of report: 15sep2021.

Event description:
The customer reported a bug occurred, in which selecting mask and illuminance from menu tab failed when the touch panel was operated. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) could not confirm the reported failure by operational checking and there was no occurrence record of an error indicating a device failure in the event log either. The fse also identified the measured oxygen concentration was 79.1% when the setting was 100% at oxygen concentration accuracy test. Since the issue reportedly occurred when they were operating the touch panel, the (fse) replaced the touchscreen to prevent reoccurrence. The unit was tested, and it was returned to service.

Manufacturer narrative:
The touchscreen was returned to the manufacturer failure investigation (fi) for analysis. Visual inspection of the reported complaint of touchscreen failed was not duplicated. There was no fault found on this returned touch screen assembly.